Event description:
A report was received that the patient was experiencing abdominal pain whether the stimulation was on or off. The physician believes it could have been an reflex sympathetic dystrophy (rsd) flare up but he is not sure. The physician is unsure if the pain was procedure related. The patient received morphine and dilaudid and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 serial # (B)(4) description: artisan surgical lead with platnalock technology - 50cm.